Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube was underwent microscopic and tactile inspection. Inspection revealed a kink in the hypotube located 26cm from the strain relief, and a partial separation at the collar. Damage to the device was consistent with over torquing during use. Functional testing was attempted with a lab supplied stented balloon catheter, but due to the condition of the returned device, testing could not be carried out. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-feb-2017. It was reported that difficulty advancing stent through guidezilla was encountered. A guidezilla¿ guide extension catheter was selected for use. During procedure, severe resistance was encountered when advancing the stent through this device. The procedure was completed with another of the same device. However, device analysis revealed a partial separation at the collar.